Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: neoplasm malignant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast implant surgery with mentor medical devices (sal smooth rnd diap 325cc) has developed intraductal carcinoma in situ in the right breast. At this time, the results of the pathology report have not been provided. As a result, the patient underwent the right implant explantation and replacement with mentor gel breast implant on (B)(6) 2022. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
Suspect device received on may 23, 2022. Device evaluation completed on may 25 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).